Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Ten events were reported for this quarter. Ten devices were received for evaluation. Ten events were not duplicated during testing. Five devices were found to have worn/damaged components. Five devices were within device specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events, in which the device overheated. Four reported events had no patient involvement; no patient impact. Six reported events had patient involvement with no patient impact.